Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, cable connecting ECG a and b and the cable connecting the distribution node (dn) to the rear therap electrodes were pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable was completely severed. The root cause for damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.